Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2017. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site however the issue could not be resolved. Subsequently the patient was treated with topical antibiotics (date and duration not reported). Clinical management is ongoing. The implanted device remains.